Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in a colonoscopy on (B)(6) 2022. According to the complaint, during the procedure, the clip was introduced through the scope, and after accurate position and opening the jaws of the clip grasping the tissue, the clip did not release and the clip deployment ended unsuccessfully. It was noted the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result to this event. The patient condition at the end of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.